Event description:
It was reported that the extension tubing set separated and leaked during an infusion of norepinephrine. At 1018, the nurse stopped the norepinephrine infusing at a rate of 0.08mcg/kg/min and disconnected the tubing set in order to perform a blood draw. Once the blood draw was completed, the nurse restarted the norepinephrine infusion at the same rate. At 1026, the nurse titrated the norepinephrine infusion rate up to 0.1mcg/kg/min due to a decrease in the patient's blood pressure. At 1033, the nurse notified the pa of the patient's continued low blood pressure. At 1055, during report to a different nurse, it was found that the tubing set had separated and leaked into the stretcher. The nurse removed the extension set from the primary line and attached the primary line directly to the patient's left hand 20g peripheral IV site in order to ensure that the patient received the proper medication dose.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the extension tubing set separated and leaked during an infusion of norepinephrine. At 1018, the nurse stopped the norepinephrine infusing at a rate of 0.08mcg/kg/min and disconnected the tubing set in order to perform a blood draw. Once the blood draw was completed, the nurse restarted the norepinephrine infusion at the same rate. At 1026, the nurse titrated the norepinephrine infusion rate up to 0.1mcg/kg/min due to a decrease in the patient's blood pressure. At 1033, the nurse notified the pa of the patient's continued low blood pressure. At 1055, during report to a different nurse, it was found that the tubing set had separated and leaked into the stretcher. The nurse removed the extension set from the primary line and attached the primary line directly to the patient's left hand 20g peripheral IV site in order to ensure that the patient received the proper medication dose.